Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the distal set-up joint (dsuj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, errors 23003 was found indicating a joint position limit error. It was also coupled with errors 23007 and 26015 indicating wiggle test errors thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system where it triggered error 23008 on screen indicating a pot to encoder fixed limit error and had multiple sensor and wiggle test errors in the logs thus replicating the reported event. The unit was then installed on a patient side cart (psc) fixture test platform (pftp) where it failed tornado searchlight lissajous tests thus replicating the reported event. Installed golden searchlight assembly, aba tested and verified it to be the source of the fault. Maintenance log had error 1007 indicating a power monitoring error on the axis controllert (tornado) processor (act) board.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer called the field service engineer (fse) to report that when they turned on the system to put it away for the day they got a recoverable 28003 error on universal surgical manipulator (usm) 4. Attempts to recover resulted in recurrence of the error. The logs showed that the error was pointing to a pot to encoder mismatch in the tornado joint. Fse had them restart the system with no change. Fse walked them through a hard power cycle with no change. There was no reported injury.